Event description:
The patient had an impact at the implant zone in the week of (B)(6) 2014. Since then he reports about a deficiency in hearing perception.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.